Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿high pitch¿ alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition and no visible contamination. The event history log was unable to be retrieved due to a constant alarm with no display. Functional testing was able to replicate the reported issue. The root cause was determined to be the main pc board. The main pc board was replaced and the device reprogrammed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.